Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, breast pain, and capsular contracture, baker grade iii.

Event description:
Patient reported "swollen lymph nodes, pain, and exchange". Healthcare professional later reported "capsular contracture, baker grade iii". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Patient reported "swollen lymph nodes, pain, and exchange". Healthcare professional later reported "capsular contracture, baker grade iii". This record is for the left side. The device remains implanted.